Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a right knee replacement. Attune implants were placed with depuy cement x2. Patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a right knee revision surgery. Tibial loosening (implant to cement interface), varus collapse, and tibial bone loss were found. The patella was retained with competitor implants placed. Doi: (B)(6) 2016; dor: (B)(6) 2019; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.